Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. A corrective action and preventive action (CAPA) was previously conducted for this issue which determined that the eri triggered earlier than intended due to a software issue related to how the battery longevity is calculated and displayed on the programmers. Actions have been taken to prevent recurrence.

Event description:
It was reported that the patient¿s controller displayed the ¿replace generator soon¿ message. The patient updated the ios version and patient controller application which resolved the issue and therapy access has been restored.